Event description:
It was reported that the customer had a crack on the insulin pump's screen and some of the insulin pump casing had chips where the battery compartment was located. Customer stated that the battery life was around two weeks or so. Customer also stated that the buttons were starting to stick. Customer stated that the pump was dropped and hit the floor. Customer was advised that the average battery life is only one week. Customer was not cleaning the battery cap because she will be discontinuing use of the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer will hold onto her insulin pump and discuss if she can exchange it for a credit. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.